Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) and left branch bundle block has recently received inappropriate therapy in both the primary and secondary sensing vectors. The physician programmed the device to the alternate sensing vector and is planning to perform exercise testing to collect a new sensing template. In the meantime, the data was forwarded to boston scientific technical services (ts) for review. Ts stated that in addition to t-wave over-sensing present in both the primary and secondary vectors, the smartpass feature had been disabled due to low r-wave amplitude measurements. Also, the shock impedance of the inappropriate therapies were elevated, but still in-range (less than 200 ohms). Ts confirmed that the currently programmed alternate vector had optimal sensing measurements. It was stated that a follow-up appointment is scheduled for may, in which thorough troubleshooting will be performed, in addition to potential diagnostic imaging. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.